Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 5f pacel (flow direct) pacing catheter was received for analysis. A 1.25 cc limited volume syringe was also noted to be returned. The distal tip electrode was noted to be fractured and detached from the catheter shaft. The fractured and detached tip electrode was not returned with the device. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a transcatheter aortic valve implantation (tavi) procedure, vein access gained with a 6fr, and the electrode was inserted and balloon inflated. The electrode became stuck in a vein branch in the pelvis. The balloon was deflated; electrode was removed. Upon removal, the physician observed that the distal tip of the catheter had detached and was left in the vein branch.